Event description:
A report regarding product failure with the bd vial access cannula system. Upon injecting the cannula into the vial, it becomes embedded in the rubber stopper causing the stopper to dislodge and fall into the vial with cannula still embedded in it. This makes it impossible for the user to withdraw medication from the vial. There have been several reports this incident at our institution (B)(6) over the past 2-3 years. The MFR was contacted and affected product samples were sent to them. However, they state that no defect in the mfg process was revealed through their investigation. The most recent occurred on (B)(6) 2016. This was reported to the MFR with no response.